Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("essure implant from the uterus medial to the right uterine horn and partially adherent to the omentum"), fallopian tube perforation ("the one that migrated was placed on the tube partially or") and device dislocation ("migration of the right tubal implant coiled clip to the left subperitoneal area") in a 30 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: intentional insertion of multiple contraceptive devices ("a defect in 2 delivery systems, requiring 2 insertions on each side"). The patient had a medical history of mastectomy (partial mastectomy of the left breast, to remove a 6 cm hamartoma in the superolateral quadrant) in 2008 and nickel allergy and parity 3 (2003, 2008 and 2009). Previously administered products included: iud nos. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced abdominal pain ("following essure insertion, she experienced severe abdominal pain"). Essure was removed on (B)(6)2020. An unknown time later she experienced embedded device (seriousness criteria hospitalisation and intervention required), fallopian tube perforation (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), general physical health deterioration ("her state of health deteriorated progressively"), pelvic pain ("pelvic pain female"), headache ("headaches"), palpitations ("palpitation"), tingling ("tingling"), temporomandibular joint syndrome ("jaw and temporomandibular joint pain"), arthralgia ("articular pain (mainly hip or knee)"), spinal pain ("spinal pain"), tendon disorder ("adductor tendinopathy"), paresthesia ("paresthesia"), ear pain ("recurrent ear pain"), pruritus ("itching"), tinnitus ("tinnitus"), neck pain ("neck pain"), vertigo ("vertigo"), disturbance in attention ("concentration disorders"), memory impairment ("memory disorder"), spatial disorientation ("spatial disorientation."), temporal disorientation ("temporal disorientation") and metal poisoning ("analysis of the implants and tissues clearly revealed the presence of metallic particles in the said tissues"). The patient was hospitalised from (B)(6) 2013 to (B)(6) 2013. The patient was treated with surgery (laparoscopic surgery to remove essure, on (B)(6)2013. Bilateral salpingectomy and on (B)(6) 2020 to remove essure). At the time of the report, the pelvic pain had not resolved. The reporter considered abdominal pain, arthralgia, device dislocation, spatial disorientation, temporal disorientation, disturbance in attention, ear pain, embedded device, fallopian tube perforation, general physical health deterioration, headache, memory impairment, metal poisoning, neck pain, palpitations, tingling, paresthesia, pelvic pain, pruritus, spinal pain, temporomandibular joint syndrome, tendon disorder, tinnitus and vertigo to be related to essure administration. The reporter commented: the operative report mentioned "a defect in 2 delivery systems, requiring 2 insertions on each side". The patient left the same day. She was hospitalized from (B)(6) 2013 to (B)(6) 2013 for laparoscopic surgery. The operative report mentioned: essure implant from the uterus medial to the right uterine horn and partially adherent to the omentum¿. One pair of implant was removed without problem after bipolar coagulation and section of the adherent epiploic fringe. Filshie clips were placed on the tubal isthmus on (B)(6) 2013. Bilateral salpingectomy performed, partially on the right and coupled with cornuectomy. She was not informed that filshie clips had been implanted. One of filshie clip migrated. The one that migrated was placed on the tube partially or completely cut, in connection with the recovery of the essure device that had perforated it. It seemed inappropriate to place the device on a deteriorated tube, which may have led to its migration. The causal link with essure and her symptoms was done after discussion with her friends but also from suspicion of her general practitioner. The patient and lawyer thought it likely that her symptoms were due to the presence of metals in the implants, which were then released into her body with heavy exposure to tin and nickel and perhaps some others heavy metals. They relied on this causal link based on several evidence from literature and scientific publications which described galvanic interactions between the ag/sn solder and the niti/pt portions of the implant leading to observable corrosion of ag/sn solder and release in body. On (B)(6) 2020, surgery performed, the deplaced clip was found in the omemtum.the right tube had already undergone partial salpingectomy. The 2 filshie clips were found, 2 essure implants seemed found, the third one was not found the patient requested a scanning electron microscope coupled to a spectrometer to observe the the remo. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2020: centered on the front pelvis did not show any residual devices. [Computerised tomogram pelvis] on (B)(6) 2013: revealed no underlying cause; on (B)(6)2020: migration of the right tubal implant coiled clip to the left subperitoneal area [ultrasound scan] on (B)(6) 2013: revealed no underlying cause [x-ray] on (B)(6) 2013: the presence of 4 essure. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. (B)(6) 2023: health authority reference number added. (B)(6) 2023: upon follow up receipt this case was found to be duplicate of case , (B)(4)therefore this case needs to marked for deletion. All source documents, references & events are transferred to retention case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("essure implant from the uterus medial to the right uterine horn and partially adherent to the omentum"), fallopian tube perforation ("the one that migrated was placed on the tube partially or") and device dislocation ("migration of the right tubal implant coiled clip to the left subperitoneal area") in a 30 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: intentional insertion of multiple contraceptive devices ("a defect in 2 delivery systems, requiring 2 insertions on each side"). The patient had a medical history of mastectomy (partial mastectomy of the left breast, to remove a 6 cm hamartoma in the superolateral quadrant) in 2008 and nickel allergy and parity 3 (2003, 2008 and 2009). Previously administered products included: iud nos. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced abdominal pain ("following essure insertion, she experienced severe abdominal pain"). Essure was removed on (B)(6) 2020. An unknown time later she experienced embedded device (seriousness criteria hospitalisation and intervention required), fallopian tube perforation (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), general physical health deterioration ("her state of health deteriorated progressively"), pelvic pain ("pelvic pain female"), headache ("headaches"), palpitations ("palpitation"), tingling ("tingling"), temporomandibular joint syndrome ("jaw and temporomandibular joint pain"), arthralgia ("articular pain (mainly hip or knee)"), spinal pain ("spinal pain"), tendon disorder ("adductor tendinopathy"), paresthesia ("paresthesia"), ear pain ("recurrent ear pain"), pruritus ("itching"), tinnitus ("tinnitus"), neck pain ("neck pain"), vertigo ("vertigo"), disturbance in attention ("concentration disorders"), memory impairment ("memory disorder"), spatial disorientation ("spatial disorientation."), temporal disorientation ("temporal disorientation") and metal poisoning ("analysis of the implants and tissues clearly revealed the presence of metallic particles in the said tissues"). The patient was hospitalised from on (B)(6) 2013. The patient was treated with surgery (laparoscopic surgery to remove essure , on (B)(6) 2013. Bilateral salpingectomy and on (B)(6) 2020 to remove essure). At the time of the report, the pelvic pain had not resolved. The reporter considered abdominal pain, arthralgia, device dislocation, spatial disorientation, temporal disorientation, disturbance in attention, ear pain, embedded device, fallopian tube perforation, general physical health deterioration, headache, memory impairment, metal poisoning, neck pain, palpitations, tingling, paresthesia, pelvic pain, pruritus, spinal pain, temporomandibular joint syndrome, tendon disorder, tinnitus and vertigo to be related to essure administration. The reporter commented: the operative report mentioned "a defect in 2 delivery systems, requiring 2 insertions on each side". The patient left the same day. She was hospitalized from on (B)(6) 2013 for laparoscopic surgery. The operative report mentioned: essure implant from the uterus medial to the right uterine horn and partially adherent to the omentum¿. One pair of implant was removed without problem after bipolar coagulation and section of the adherent epiploic fringe. Filshie clips were placed on the tubal isthmus on (B)(6) 2013. Bilateral salpingectomy performed, partially on the right and coupled with cornuectomy. She was not informed that filshie clips had been implanted. One of filshie clip migrated. The one that migrated was placed on the tube partially or completely cut, in connection with the recovery of the essure device that had perforated it. It seemed inappropriate to place the device on a deteriorated tube, which may have led to its migration. The causal link with essure and her symptoms was done after discussion with her friends but also from suspicion of her general practitioner. The patient and lawyer thought it likely that her symptoms were due to the presence of metals in the implants, which were then released into her body with heavy exposure to tin and nickel and perhaps some others heavy metals. They relied on this causal link based on several evidence from literature and scientific publications which described galvanic interactions between the ag / sn solder and the niti/pt portions of the implant leading to observable corrosion of ag / sn solder and release in body. On (B)(6) 2020, surgery performed, the deplaced clip was found in the omemtum. The right tube had already undergone partial salpingectomy. The 2 filshie clips were found, 2 essure implants seemed found, the third one was not found the patient requested a scanning electron microscope coupled to a spectrometer to observe the remo. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2020: centered on the front pelvis did not show any residual devices. [Computerised tomogram pelvis] on (B)(6) 2013: revealed no underlying cause; on (B)(6)2020: migration of the right tubal implant coiled clip to the left subperitoneal area [ultrasound scan] on (B)(6) 2013: revealed no underlying cause [x-ray] on (B)(6) 2013: the presence of 4 essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.